Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the reducer metal ring fell off during the procedure. It was also noted that the reducer had snapped, and plastic fragments fell into the patient. The fragments were retrieved without an additional procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting fragments falling off the device, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned but the product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the device broke, and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the reducer involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the shaft of the reducer was broken at the distal end. This allowed the metal cap at the distal end to separate from the reducer. The material, approximately 0.48" x 0.46", was missing and not returned with the product.